Event description:
The patient has 2 lead (from the same lot) implanted as part of his scs system. It was reported the patient experienced a change in stimulation coverage. X-rays indicated the leads have migrated. Reprogramming was unable to resolve the issue. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.